Event description:
The customer reported that during a cystectomy, after a few applications the jaws of the device would not open. The device was not applied to tissue at the time, and there was no injury to the pt. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade was protruding from jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.